Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.